Event description:
During the course of the help inquest it emerged that a problem occurred with a failure of a ta 30 stapler which was used during an anterior resection in 2005. The result being that the rectal stump was not in fact closed, although this was later rectified during surgery.

Event description:
According to the surgeons notes in the coroners report: the pt underwent an elective anterior resection of a large rectal tumor subsequent to hospitalization for haemoptysis, atrial fibrillation, distal coronary disease, and evidence of copd. During the procedure an autosuture ta 30 stapler was applied to the rectal stump and the rectum was resected. The colon was divided and was prepared for the application of an eea when it was noted the rectal stump was not in fact closed but was open as no staples were intact in the tissue. The anastomosis was then created by a handwewn parachute technique and a diverting loop ileostomy in right ileac fossa. The abdominal cavity was then laveged and the pt was closed. Approx 3 to 7 days post operative the pt began to have vomiting and shortness of breath. A CT scan showed fluid posterior to the anastomosis but an anastomosis leakage was not noted at that time. The pt was returned to surgery on 8th april 2005 and adhesions of the bowel along with a large volume of peritoneal fluid were noted however there was no evidence of a colon leak. The pt subsequently expired in april 2005. The autopsy did not show any evidence of a bowel leakage and the cause of death is listed as multi-organ failure secondary to adenocarcinoma of the sigmoid colon of the rectum.